Manufacturer narrative:
This unknown device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system explant due to suspected infection. However, it has since been discovered that the patient is allergic to cobalt which is an element present in the electrode shocking coil, sense b and suture tip. It is now assumed that the suspected infection that prompted the system explant was likely actually an allergic reaction. No additional adverse patient effects were reported. Product return is not expected. Of note, this event was reported to the field long after explant. Therefore, no further information has been provided or is known. Should additional information be received in the future, an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system explant due to suspected infection. However, it has since been discovered that the patient is allergic to cobalt which is an element present in the electrode shocking coil, sense b and suture tip. It is now assumed that the suspected infection that prompted the system explant was likely actually an allergic reaction. No additional adverse patient effects were reported. Product return is not expected. Of note, this event was reported to the field long after explant. Therefore, no further information has been provided or is known.